Event description:
The customer reports that the swg (spring wire guide) kinked during use on a patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) and cvc kit that contained an ars, introducer needle, dilator, and catheter etc. Visual examination of the swg confirmed that it was unraveled and that it also had multiple kinks in the body. The breakage point appears to be at the distal weld; both welds are present. Microscopic examination confirmed the breakage point at the distal tip and that both welds were still present. The full length of the swg core wire was measured to be 601 mm, which is within the specifications of 596-604 mm based on product drawing. The outer diameter of the swg was measured to be 0.797 mm, which is within the specifications of 0.788-0.826 mm based on product drawing. A manual tug test confirmed that the proximal weld was fully intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed that the distal weld had separated from the core wire but was still attached to the coils. This caused the guide wire to unravel from the distal end. The damage was consistent with undue force being applied to the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during use on a patient.